Event description:
Report received from abbott international affiliate (abbott ireland) of an unrequested bolus dose delivery. The report states: "unrequested bolus dose delivered". It was not known if there was an adverse pt event as a result of the unrequested bolus dose. The pump settings were not known. The device is expected to be returned to an abbott-owned foreign service center for testing and investigation. Co has requested additional info. No further info has been received.